Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture (loc). No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture (loc). No additional adverse patient effects were reported. Additional information received via warranty investigation reported that this right ventricular (rv) lead also exhibited elevated thresholds and an increase in pace impedance measurements prior to lead revision. Pace impedance measurements increased from 700s to 1700 ohms before the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.